Event description:
It was reported that the pump display had a pixel issue that affected the customer's ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.